Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a smartablate¿ system rf generator. During ablation, the smartablate¿ system rf generator remote froze and the ablation had to be stopped from the generator. They shut off the remote and tried to reboot. However, it then would not turn on. The procedure was continued without a remote. No patient consequences were reported. The device was evaluated and replacement of the user interface resolved the issue. The device was also subjected to preventative maintenance, safety and functional testing and all tests passed. The device was installed on 7/2/2015. The device has been in the field for a period of time. This issue was not related to the manufacturing process. A manufacturing record evaluation was performed for the finished device and no internal actions related to the reported complaint condition were identified. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a smartablate¿ system rf generator and the generator remote was unable to stop the ablation. During ablation, the smartablate¿ system rf generator remote froze and the ablation had to be stopped from the generator. They shut off the remote and tried to reboot. However, it then would not turn on. The procedure was continued without a remote. No patient consequences were reported. The issue of the remote froze and was unable to stop the ablation was assessed as a reportable malfunction. The issue of the system not turning on when they were trying to reboot it was assessed as not reportable as the potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote.